Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that all screws were misplaced in the same direction (i.e. One side misplaced medial and the contralateral side misplaced lateral). This is symptomatic of a registration shift in the intra-operative workflow. A registration shift can occur during the intra-operative registration process or following a shift of the drb during the operation. Investigation of the case logs showed that the surveillance marker was not paired to the drb during the case. If the surveillance marker is not paired to the drb, the software is unable to detect and alert the user of potential drb shifts. Before proceeding with navigation, the user acknowledges that they will perform anatomical landmark checks with each new instrument or level to ensure navigational integrity. Additionally, the user acknowledges that the use of a surveillance marker can reduce registration shifts. The cause of the reported issue was traced to user technique.

Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system due to adverse patient effects (footdrop).